Event description:
Error occurred when the programmer was powered on. Error was cleared when the power on the programmer was cycled off then on. The programmer remains in use. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.